Manufacturer narrative:
Additional information to b5. B5: upon follow up, it was reported that the antibiotic treatment was discontinued and the patient was recovered from the event forty days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for this event. The patient was treated with vancomycin injection (1gm, route, frequency and duration were not reported), fortum injection (1gm, route, frequency and duration were not reported) and meropenem injection (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.